Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a promus stent in the mid lad and a 3.0 x 23mm cypher stent in the first obtuse marginal. Post procedure, the patient had elevated enzymes as ck-mb was 28 > 5.5 unl and troponin was 2.73 > 0.08 unl.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint received states that this (B)(6) study patient had an elevated cardiac enzyme post index procedure. This is a (B)(6) male with medical history including positive functional ischemia study, previous pci ((B)(6) 2006) non-target vessel, mi and hyperlipidemia. The patient is allergic to niacin. The patient's medication regimen included statins, ace inhibitors, beta blockers, aspirin and plavix. Pt denies angina at the time of index procedure. During the index procedure (B)(4) double vessel disease was present; however, only a single lesion (first om) was treated as a target lesion. The second lesion (mid lad) was treated as non-target. A non-cypher des (promus) stent was implanted in the mid lad non-target lesion. At the target lesion in the first om, described as moderately calcified, de novo, non-tortuous one cypher rx stent was implanted without report of difficulty. Post index procedure there was an elevation in the ck mb and troponin levels. No treatment was given. No angina was reported. The patient was discharged the day after the index procedure. At the 30 day follow up there was no angina reported. The study reported a thrombotic event approximately 16 months post procedure that was later retracted secondary to angiography misreading at the study site. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109831 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, double vessel characteristics and procedural factors may have contributed to the event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.